Event description:
Customer reports to have received a motor error alarm. Customer also reports that insulin pump leaked past the black o-ring. Customer's blood glucose was 246 mg/dl. After troubleshooting, customer was advised to return reservoir and transfer guard and that insulin pump would be replaced. No further information provided

Manufacturer narrative:
One opened and used reservoir was evaluated and the seals and stopper groove inspected for anomalies. None were found. A basal and bolus leaking test was performed and the reservoir did not leak.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.